Event description:
After insertion the balloon ruptured.

Manufacturer narrative:
The sample was discarded by the hospital. Additional info has been requested. Upon completion of the no sample investigation, a supplemental report will be submitted. Date submitted: 05/21/2008.